Manufacturer narrative:
Concomitant medical products: 2.5ml covidien monoject syringe ref 8881570300 lot 18e0974 exp 2020-04-30 0.9% sodium chloride flush; td (B)(6) 2018. Patient was an infant. The customer report of a leak at the small circle in the middle of the filter was confirmed. Visual inspection of the as-received sample observed dried fluid residue within the filter. During functional testing was observed to be leaking out from the vent of the 0.2 micron pediatric filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
It was reported that tpn infusing at 3ml/hr via a 28 gauge PICC line leaked at the small circle in the middle of the filter. Lipids were also infusing at 0.6ml/hr. The tubing was changed on (B)(6) 2018. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: diagnosis: preemie, twin; 28 gauge PICC, placed on (B)(6) 2018, lot# 11220119, cut to 18 and secured at 18 cm; gestational age (B)(6); infusion rates: tpn 3/hour, lipids 0.6/hour; IV medications: ativan prn, morphine prn, caffeine- am.

Event description:
The customer reported a set that was being used for tpn leaked at the small circle in the middle of the filter. The tubing had been changed on (B)(6) 2018. There was no patient harm.